Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a percept pc underwent a cardioversion procedure. Before the cardioversion was performed, the im plantable neurostimulator (ins) was turned off using the handset instead of using the recommended settings when performing cardioversion with a percept pc. After the cardioversion, the patient was unable to turn the neurostimulator back on again. Additionally, the neurostimulator was no longer linked to the handset. Interrogation of the ins was attempted by the clinician programmer, however this was unsuccessful. It was advised to try another tablet to interrogate the ins to check if that also does not work. It was explained that the use of cardioversion may damage the electronics in the percept pc, making the ins unresponsive and non-functional when the recommended settings/guidelines are not followed. No patient complications were reported as a result of this event.

Event description:
Additional information was received: it was reported that they tried to establish communication with the battery using the clinician programmer and the patient programmer, but the event was not resolved. The battery was replaced on (B)(6) 2026. The date of cardioversion/defibrillation was (B)(6) 2026 and ECG performed at 14:00; at that time the stimulation could be turned on and off properly. The energy used during cardioversion/defibrillation was estimated at 150 j. The location of the paddles on the body was one pad placed mid-back and one on the chest on the left side (approximately 5¿6 cm from the dbs battery). The patient had undergone previous cardioversion or defibrillation procedures multiple times. This time it was performed in the emergency department; previous procedures were done during day admission.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. B20 no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The following information was already reported in manufacturer report # 2182207-2026-00422: it was reported that after a cardioversion procedure, the implantable neurostimulator (ins) could not be interrogated with either the patient programmer or clinician programmer. The patient was without therapy and experienced parkinson symptoms. The battery was off during the cardioversion procedure and was not on the special cardioversion program. The ins was explanted and replaced by a new one. No patient complications have been reported as a result of this event. Any additional information will be reported in this manufacturer report.

Manufacturer narrative:
Product analysis # (B)(4): analysis information - 2026-04-03 14:51:43 cst pli# 10 product ID# b35200 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.